Event description:
Katz, j. M., khawar, h., huang, b., chulpayev, b., jung, r. (2025). Safety and efficacy of the bimodal armadillo catheter for intracranial interventions via the transfemoral approach. Stroke: vascular interventional neurology, 5(3), 1¿8. Https://doi.org/10 .1161/svin.124.001364 literature was reviewed regarding the safety and efficacy of the bimodal armadillo catheter for intracranial endovascular interventions. Multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: onyx (ethylene vinyl alcohol copolymer) and pipeline flex embolization device, including pipeline flex with shield technology. No deaths occurred in the study population. Among all patients, adverse events included two postoperative, procedure-related ischemic strokes (3.6%), consisting of 1 minor stroke following arteriovenous malformation embolization (discharge modified rankin scale (mrs) score, 1) and 1 major stroke (discharge mrs score, 4) following embolization of a ruptured fusiform posterior inferior cerebellar artery aneurysm by parent artery occlusion, as well as 1 small access-site groin hematoma that required no additional therapy or prolongation of hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article source/citation: katz, j. M., khawar, h., huang, b., chulpayev, b., jung, r. (2025). Safety and efficacy of the bimodal armadillo catheter for intracranial interventions via the transfemoral approach. Stroke: vascular interventional neurology, 5(3), 1¿8. Https://doi.org/10.1161/svin.124.001364 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of acceptance of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.